Event description:
It was reported that during the initial implant procedure, the set screw was unable to detach from the hex wrench. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the setscrew stuck to the torque wrench was confirmed. Analysis revealed the corners of the wrench tip had dug in and been wedged into the hex inset walls consistent with the user of the torque wrench attempting to force the wrench tip into the hex inset of the setscrew without the wrench tip being aligned to go into the hex inset. The result of which was the the wrench tip firmly stuck in the setscrew inset. The stuck setscrew was then pulled out of the device through the septum attached to the wrench tip. The cause of the event was due to the user not correctly inserting the wrench tip into the setscrew.